Event description:
Per hospital staff, patient transitioned from freedom driver back to c2 driver for surgery. Patient's primary c2 driver began alarming with "emergency battery error" alarm after patient was placed on it. Patient then had to be switched to another c2 without any reported adverse impact.